Event description:
New information noted that the patient was stable throughout the interrogation.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic for follow-up. Upon interrogation of the device, post paced t-wave oversensing was observed on the implantable cardioverter defibrillator. The oversensing was noted on the stored electrograms. The patient did not receive therapy during the oversensing. The device was reprogrammed.